Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt has reportedly experienced no change in his seizure activity since vns implant. The device is implanted in the left scapular region. Treating physician is not aware of any recent injury or trauma experienced by the pt that may have damaged the vns therapy system, but did indicate that any time the pt is approached medically, he gets very wild and has had to be restrained on several occasions. Review of x-rays by manufacturer revealed that the generator appears to be an intrascapular placement. Four tie downs were noted. The strain relief bend and strain relief loop appeared to be adequate. The lead connector pin could not be seen with clarity past the generator connector block; therefore, proper lead/generator connection could not be confirmed. No gross lead fractures were noted. The lead body did not appear to be behind the generator. Lead break is suspected. Revision surgery is planned. No adverse event was reported in conjunction with the high lead impedance condition.